Event description:
During a voice of the customer survey, this patient was asked what led them to discontinue peritoneal dialysis (pd). The patient stated they were recently hospitalized due to peritoneal treatment, and it was too hard to re-start pd. Additionally, the patient reported their labs were not where the clinician wanted them to be, and their blood pressure was not under control. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
It is unknown what the patient was hospitalized for and what type of lab values the patient was referring to in the survey. The patient also did not specify what type of blood pressure issues they were experiencing. However, the patient did not allege any device malfunction or deficiency. It is unknown if the patient was utilizing fresenius product(s) at the time of the reported event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a voice of the customer survey, this patient was asked what led them to discontinue peritoneal dialysis (pd). The patient stated they were recently hospitalized due to peritoneal treatment, and it was too hard to re-start pd. Additionally, the patient reported their labs were not where the clinician wanted them to be, and their blood pressure was not under control. Attempts to obtain additional information were unsuccessful.